Manufacturer narrative:
The device involved in the event has not been returned for evaluation; therefore, the event cause could not be determined. Correspondence has been sent to the customer for return of device and additional information. If the device is received, a follow up report will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the medtronic coil could not be detached. Prior to the event, the coil was prepared as indicated in the instructions for use (IFU). It was advanced in the medtronic microcatheter and placed in the aneurysm sac without any issues. Three attempts were made to detach the coil with the instant detacher (ID), but without success. Two detachment attempts were made with the manual method (breaking of the hypo-tube, an alternative detachment method presented in the instructions for use), but it also did not work. The coil was removed and replaced with another medtronic coil to successfully complete the procedure. No patient injury was reported as a result of the event. The patient was undergoing embolization treatment of a ruptured saccular aneurysm measuring 3mm x 1.5mm located in the middle cerebral artery (mca) bifurcation. The blood flow was normal and the vasculature was moderate in tortuosity.

Manufacturer narrative:
D10. Device available; return date - additional information g4. Date manufacturer received - additional information g7. Type of report - follow-up h2. Follow-up type - device evaluation h3. Device evaluation; device returned h6. Evaluation codes - device evaluation h10. Additional manufacturer narrative - device evaluation investigation summary - it was reported that the axium coil could not be detached despite three attempts with the instant detacher (ID). Two detachment attempts were made with the manual method (breaking of the hypo-tube, an alternative detachment method presented in the instructions for use), but it also did not work. As the event was reportable to a regulatory authority and indicated a possible failure of a device, labeling, or packaging to meet any of its specifications, an investigation was required. Additional information was required to investigate the event and/or determine the cause of the event. The health care provider and the manufacturer representative were contacted to obtain additional event details. The axium coil was returned for analysis wrapped in gauze already separated from the pushwire which was returned within the dispenser coil and within the introducer sheath. The instant detacher (ID) was not returned. Analysis found that in conjunction with the reported information, the customer report of ¿non-detachment¿ could not be confirmed as the device was returned with the implant coil already detached. The pusher was returned broken distal to the break indicator, indicative that a manual detachment was attempted. As the actuator interface and coupler tube was not returned, mechanical detachment attempts using an instant detacher could not be confirmed. No damages irregularities were found with the introducer sheath. The pusher was found broken distal to the break indicator with the actuator interface, positive load indicator, coupler tube and break indicator not returned for analysis. A few centimeters of the inner liner was extending out of the proximal end of the remaining segment. The release wire and coin were fully pulled out of the pusher and not returned for analysis. The shield coil was found intact. There were no damages or irregularities found on the detached implant coil or the detached element. The detach element ball was measured and found to be within specification. Under the microscope, the outer jacket was removed to gain access to the lumen stop. The lumen stop was found to be visually acceptable. The lumen stop inner diameter (ID) was measured and found to be within specifications. The retainer ring was found to be damaged (ovalized and crushed) and the inner diameter could not be reliably measured. No other anomalies were observed. There was no malfunction of the device or non-conformance to specification identified that led to the non-detachment. Since the instant detacher, actuator interface, positive load indicator, break indicator, release wire, coin and coupler tube were not returned, any contribution of the instant detacher actuator interface, positive load indicator, break indicator, release wire, coin and coupler tube to the non-detachment could not be determined. The retainer ring was found damaged (ovalized and crushed). There was no indication that the event was related to a possible manufacturing issue, so a device history record review was not performed. Possible causes for non-detachment are: damaged pusher, coin jammed at lumen stop, intact twr crimps, coil shield wrapped around coil shell or proximal end of implant coil, or detachment stick bent or out of specification. It is possible that this damage occurred due to patient vessel tortuosity or advancing/retracting the device against resistance. It is possible that the damage to the retainer ring contributed towards the non-detachment. The investigation determined that this was a known event. Common sequences of events and contributing factors that can lead to this known event are documented in the risk management file. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.